Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during set-up for a surgical procedure, the bur broke off inside the handpiece drill. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
It was confirmed that the broken bur was not a stryker bur. The quality invesigation is complete.

Event description:
It was reported that during set-up for a surgical procedure, the bur broke off inside the handpiece drill. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event. It was subsequently reported that the handpiece drill was dropped on the floor causing it to break in the shaft. The broken bur was a competitor bur, not a stryker bur